Event description:
It was reported that after 1.5 hours of starting dialysis treatment with a polyflux 14l, the patient experienced chest distress, sweating and bradycardia. The patient was treated with dexamethasone sodium phosphate injection (10 mg) and central oxygen inhalation was provided. After 10 minutes the above symptoms recurred. The dialyzer blood tube was immediately replaced and the symptoms were relieved. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.